Manufacturer narrative:
Correction: f2. Per email received from the FDA on (B)(6) 2020, a correction is being submitted for f2 as the initial MDR report inadvertently included the manufacture report no. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Na.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced vaginal ulceration and erosion due to mesh, failed sling, and incontinence, extrusion, unspecified pain, unspecified infection, unspecified urinary problems, unspecified bowel problems, ¿recurrence,¿ unspecified bleeding, vaginal scarring, and unspecified organ perforation, urinary incontinence, extrusion, bleeding, vaginal scarring, and required one surgical intervention.